Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - expiration date, h4, h6, h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
Additional information received from the customer indicated that during a colectomy procedure the thunderbeat tip broke off and was completely separated from the jaw and fell into the patient intraperitoneally. It was immediately retrieved with the aid of a forceps after the break. No additional intervention was required. The device was replaced and procedure was completed successfully and the patient is reported to be recovering.

Manufacturer narrative:
The supplemental report is submitted to provide additional information received from the customer. Updated fields: b1, b2, b5, d9, h1, h2, h3, h6 and h11. Corrected fields: h6.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat had tip breakage. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.